Manufacturer narrative:
B4:22sep2021. The field service engineer (fse) reported that the diagnostic code 1101- ventilator restarted due to anomalies detected during operation and could include invalid or corrupted information, unanticipated situations, or object allocation errors. The fse replaced the pm pcba and let the device run with lung & o2 connected (no alarms present). The fse then obtained an additional diagnostic report, which also showed no errors. The device returned to service.

Manufacturer narrative:
A power management (pm) board was returned for analysis. Visual inspection of the pm board revealed no evidence of damage or contamination. Failure investigation (fi) was performed, the customer complaint cannot be verified. The returned pm board passed all testing. No alarm conditions occurred during testing. No was fault found.

Event description:
The customer reported a technician from philips was onsite to implement a field service notification and the unit had error codes indicating battery failure and restart. The unit was not in use, and there was no patient or user harm reported.